Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The pt initially presented with a failed left internal mammary artery to left anterior descending artery (lad) bypass graft. The lad was extremely calcified and with diffuse disease throughout. Three promus stents were implanted in the lad; a 2.5x28mm proximally, a 2.5x18mm in the mid vessel and a 2.5x28mm distally. No pt injuries or complications were reported. One week later, the pt presented with chest pain. The 2.5x18mm promus stent that was deployed in a 90 degree bend of the lad had fractured struts. The physician attempted to use an unk maverick2 balloon to treat the promus stent, but the balloon ruptured on the first inflation due to the fractured struts. The lesion was successfully predilated with a quantum maverick balloon and a 3.0x18mm promus stent was deployed in the lesion overlapping the fractured struts. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unk. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).